Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc a physician questioned one of their results. The customer checked the scalers, which were within specifications. The customer calibrated their instrument and performed quality control (qc), resulting within range. The customer replaced the sample probe tip. The ccc reviewed the data provided by the customer. The ccc did not find any issues with the customers qc. The customer performed a 20 test precision run, resulting within range. The customer performed patient crossover, resulting within range. The cause of the discordant, falsely elevated high-density lipoprotein cholesterol result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated high-density lipoprotein cholesterol result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was released to the physician(s), which were questioned. The customer repeated the same sample on the same dimension exl 200 instrument, resulting within the expected clinical range. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated high-density lipoprotein cholesterol result.